Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 160 units of insulin during the load sequence. The customer re-loaded the cartridge to resolve the issue. Reportedly, the customer did not remove residual air from the cartridge. Customer¿s blood glucose level was 284 mg/dl.